Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 or 38 alarms, insulin flow blocked alarms, or displacement anomalies noted. The motor was tested outside of the device and passed. All currents within specific range. Device was monitored for several hours and no unexpected anomalies alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. Blood glucose level was 44 mg/dl, then 332 mg/dl and after he treated 388 mg/dl customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was not sure the date of insulin pump was potentially exposed to magnetic fields. Customer treated with manual injection. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.